Event description:
The customer reported that the drill turned on by itself during use in an oral surgery procedure. This occurred while the drill was insided the patient's mouth. It was reported that the console during use read "magnetic field" and that a magnetic drape was in use at the time. It was reported that there was no injury to the patient.

Manufacturer narrative:
Investigation results: the drill was not returned to the manufacturer for evaluation. The customer reported that during trouble shooting of the equipment, the drill worked without any problems with another console. In addition, the customer has discontinued the use of the magnetic drape.